Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was at work when the cgm was 45 mgdl. The patient kept eating and drinking juice based on the cgm reading but even after the treatment the cgm remained between 45-50 mg/dl. The patient drove to the emergency room. When he arrived, they took a bg reading which was 700 mg/dl. The patient was not experiencing any symptoms and decided to remove the sensor. The patient was discharged on the same day. No medications were given to him during his stay at the emergency. At the time of the report the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.